Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah due to sui, grade ii cystocele, and uterine prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2009 due to voiding dysfunction.

Manufacturer narrative:
It was reported that patient underwent interstim stage I and ii on (B)(6) 2012 due to refractory overactive. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017 .